Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 57 mm abdominal aortic aneurysm approximately 16 months ago. The diameter of aortic neck was 22.4 mm. The aortic neck was 20 mm long and had an accessory renal artery on the left side. The left iliac artery was ectatic. It was reported that the physician tried to save an accessory renal artery and intentionally placed the bifurcated stent graft a bit low. Post run angiogram showed a possible type 1 endoleak. Later it was determined there was no endoleak and no intervention was performed. Approximately 1 month ago, it was reported that an aortic cuff is needed. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4): results: endoleak, accessory renal artery and a ectatic iliac artery.